Manufacturer narrative:
Results: the 3maxc had kinks and bends approximately 5.0 cm, 18.0 cm, 30.0 cm, 39.0 cm, 72.0 cm 83.5 cm, 97.0 cm, 110.0 cm and 126.0 cm from the hub. The 3maxc was fractured approximately 51.5 cm and 62.5 cm from the hub. The 3maxc was ovalized approximately 148.8 cm and 149.0 cm from the hub. The 3maxc was fractured; therefore, functional testing could not be performed. Conclusions: evaluation of the returned 3maxc confirmed a fracture on the device. If the device is forcefully advanced against resistance at extreme angles, it may become fractured. The reported complaint occurred prior to the procedure. Further evaluation revealed additional kink and fracture damage to the 3maxc. These damages were likely incidental to the reported failure and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure using a penumbra system 3max reperfusion catheter (3maxc), the 3maxc fractured on the back table while the hospital staff was loading it into a penumbra system jet 7 reperfusion catheter (jet7). The damage to the 3maxc occurred prior to use and, therefore, was not used in the procedure. The procedure was completed using another 3maxc and the same jet7.